Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during inflation of the catheter amphirion deep balloon at sub-nominal pressure (5 atm) for treatment of a 30% stenosis in the mid left popliteal artery (soft tissue lesion) via percutaneous transluminal angioplasty, the balloon burst longitudinally on the first inflation. A non-medtronic (scw medicath cassette type ) inflation device was used. All fragments of the balloon were retrieved, and the procedure was completed using another balloon with a longer length and no pressure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: the balloon did not fragment, removed still fully intact and was safely removed from the patient. No vessel injury was reported. The other balloon with longer length was successfully used without issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.